Event description:
The complaint is reported as: the tube has flashing near the bonded part of the cuff. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed for the lot number reported and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation, however, a photo was received. From the photo it was observed that there was flashing near the bonded part of the cuff. The complaint could not be confirmed and a root cause could not be established as a sample is needed to perform a full investigation. Manufacturer will continue to monitor and trend related complaints.